Event description:
The manufacturer representative reported the patient had been diagnosed with an infection and subsequently expired post pump removal. The patient was experiencing draining from the back. The patient saw their orthopedic spine physician who diagnosed an infection and referred the patient for explant surgery. Following the surgery, the patient experienced undefined complications while in the ICU and subsequently expired. The cause of death and nature of the complications are unknown. The pump was not returned to the manufacturer. Additional information is being sought from the hcp, but was not available on the date of this report.